Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not irrigated the incision site with an antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the incision site was closed using staples which is non-compliant to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the surgical site was closed with staples (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
On (B)(6) 2025, the commercial team member was present for an implant procedure. At the appointment, the commercial team member became aware this patient had experienced an infection at the receiver site with their previous implanted devices, antibiotics were prescribed, and the neurostimulators were explanted on (B)(6) 2024. The commercial team member noted the infection had been resolved and the wound was fully healed prior to the implant procedure on (B)(6) 2025. Two new devices were successfully implanted, the patient is stable, and doing well with good coverage post-op.